Manufacturer narrative:
Continuation of d10: product ID a72400 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated the therapy was not working right. Caller said the stimulator wasn't buzzing and wasn't doing anything and wasn't connecting to the handset normally. Caller mentioned they charged the implant last night and it took a while for the recharger to connect to the implant, but then it did and everything seemed to be fine. Caller then said this morning, the patient wasn't feeling the stimulation and was hurting. Patient later said they weren't feeling the stimulation all night and confirmed they usually feel stim. Caller said they tried to connect to mystim app but the handset wasn't connecting and mentioned the handset was in airport mode. Caller then described they saw a system error 0x2o8c9db5 on the handset. Agent reviewed to press "restart" and caller was then able to enter the mystim app and connect to patient's implant. Caller confirmed stimulation was on, but patient wasn't feeling stimulation unless they stood up and threw their head way back. Patient was in group c at 4.0. Caller asked how high they should go, and agent reviewed they could try to increase stimulation to try and find a level that was comfortable and providing therapy to patient, or caller could try a different group if that didn't help. Caller tried different groups and tried to increase on group c. Eventually, caller said they were on 4.8 on group c and patient was feeling stim a little bit, but they had never gone that high before. The patient was redirected to their healthcare provider to further address the issue if issue persisted.